Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: ¿rupture¿.

Event description:
Patient reported right side ¿rupture¿. Device has been explanted.

Event description:
Patient reported right side ¿rupture¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device related to the reported event of rupture/calcification/lump/nodule/seroma-late was received on oct 25, 2022, with catalog number 2067197. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and opening striated on anterior side assessed as surgical damage. Calcification: no observed. Lump/nodule: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "overgrowth of mammary glands and milk congestion, multiple calcareous suspicion, aspect estimation due to multiple calcareous suspicion" and "10 o¿clock, low echo, lesion of the nodule, accompanied by calcareous , 1 cm, tactile , lactating adenoma suspected, 6 o¿clock, small amount of fluid collection".